Manufacturer narrative:
Product analysis #242104916: (B)(4). Analysis summary for pe#: 0703034474-10 analysis transaction ID#: 242104916, model#: mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg) high thresholds were noted with eight separate deployments. The ipg was removed. The new ipg was placed successfully in a similar area of the heart and observed normal values. No patient complications have been reported as a result of this event.